Manufacturer narrative:
PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a transurethral lithotripsy and using a ncircle delta wire tipless stone extractor, the user attempted to check device function and it did not work well. The cannula leading to the basket appeared to not be fixed with the black knob, which may have caused the device to be unable to open or close properly. Therefore, they replaced it with another device to complete the procedure. No additional procedures were required due to the occurrence. No adverse effects were reported due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: d9, h3: complaint device was returned for investigation. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: as reported, prior to a transurethral lithotripsy and using a ncircle delta wire tipless stone extractor, the user attempted to check device function and it did not work well. The cannula leading to the basket appeared to not be fixed with the black knob, which may have caused the device to be unable to open or close properly. Therefore, they replaced it with another device to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle delta wire tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the open positions. The mlla [male luer lock adapter] was loose. The collet knob was loose. The polyethylene terephthalate tubing [pett] measured 3 cm in length. The coil assembly protruded the distal end of the basket sheath 1.5 cm. The distal cannula was exposed. A functional test determined the handle did not actuate basket formation. The handle was disassembled during investigation. The device was returned with the cannulated handle not ¿caught¿ in the collet. The support sheath and basket sheath were still adhered. The basket formation could not be manually actuated. In the closed position, 2 mm of basket formation protruded the distal end of the basket sheath. The handle was reset during investigation, and device functioned as intended. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was open and could not be closed. The cannulated handle (the proximal end of the basket assembly) was not secured in the brass collet at the proximal end of the handle that holds it in place. This was preventing the motion of the handle from actuating the basket to open/close. The collet knob that tightens the brass collet onto the cannulated handle was found to be loose. All extractor devices are tested for functionality during manufacturing and subsequent quality control checks. Although it was possible the collet knob was not tightened adequately during manufacturing, the extractor was tested multiple time for functionality and passed, indicating a manufacturing issue was unlikely. A likely cause for the issue could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.